Manufacturer narrative:
The device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. A labeling review did not reveal any anomalies as it states that possible surgical procedural risks as temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Based on the information available, the reported infection at the ipg site, including associated symptoms such as warmth, pain, and bleeding, is consistent with known surgical risks; however, there is insufficient evidence to establish a definitive relationship between the device and the reported infection that required surgical intervention and replacement. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection at the implantable pulse generator (ipg) site, with symptoms including warmth, pain upon palpation, and bleeding from the wound. According to the physician, the infection was not considered device related; however, the underlying cause is unknown. A wound washout was performed but was unsuccessful. As a result, the ipg was replaced using electrocautery, and the patient was started on antibiotic therapy. Postoperatively, the patient is reported to be recovering. The explanted device will not be returned for analysis, as it was discarded by the healthcare facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection at the implantable pulse generator (ipg) site, with symptoms including warmth, pain upon palpation, and bleeding from the wound. According to the physician, the infection was not considered device related; however, the underlying cause is unknown. A wound washout was performed but was unsuccessful. As a result, the ipg was replaced using electrocautery, and the patient was started on antibiotic therapy. Postoperatively, the patient is reported to be recovering. The explanted device will not be returned for analysis, as it was discarded by the healthcare facility.